Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2013. The patient had a scheduled removal approximately 2 months later with dr. (B)(6) on or about (B)(6) 2014. Dr. (B)(6) ¿was unable to remove the filter because he could not engage the hook or free the ivc filter from scar tissues.¿ the filter was left in place. The patient alleges ¿significant injuries¿ including embedment of the filter but no further details were provided in the complaint. Argon¿s attorneys are attempting to gather information.